Event description:
Patient received atp therapy for potential lead noise. Atrial lead was also undersensing, which also contributed to the delivery of therapy, however, representative confirmed this was functional undersensing due to small p waves that was remedied with programming. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.